Event description:
A customer reported that the battery of their t: slim x2 pump would not charge despite using the tandem charging cable and wall adapter, and after trying different cables and adapters, the issue remained unresolved. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.